Manufacturer narrative:
A ge service representative performed an onsite investigation. The mcu power supply was evaluated and the calibrated to the optimal operating voltage. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a complete loss of motorized motion functionality. There is no report of a pt injury or death associated with this event.